Event description:
Shock impedance alert received for greater than 125 ohms. All other values in normal ranges and no noise seen on recordings or short intervals. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.